Manufacturer narrative:
Product event summary: one (1) pump and one (1) controller with unknown serial numbers were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not associated with a manufacturing or a servicing issue. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported loss of power event could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events involving alarms not sounding can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidit ies, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - controller d4: model #: / catalog #: / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized after being found down with no power to the ventricular assist device (vad). Power was reconnected by the patient's spouse several hours later. It was noted that the patient's spouse did not hear any alarms, and it was suspected that the alarms had been silenced by the patient. It was also reported that the patient experienced an overt central nervous system (cns) injury with symptoms of hypoxia that was diagnosed using computerized tomography (CT), a urinary tract infection and non-local blood stream infection requiring intravenous (IV) medication, and respiratory failure requiring reintubation and tracheotomy. The patient subsequently expired. The ventricular assist device (vad) remains in patient. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.